Event description:
Patient called and explained that he was having symptoms related to his shunt. Symptoms include severe pressure, no headaches, but lots of pressure, blurred vision, balance issues and lack of concentration. Patient has shunt implanted at the age of 20. He is currently (B)(6). He explained that he has tried committing suicide several times due to the lack of quality of life. Patient also explained that he has resenting had a shunt-o-gram and on (B)(6) 2014 is scheduled for a nuclear shunt-o-gram. Patient does not know what device he has implanted. Patient indicated that he was trying to follow up with the former facility of implantation to determine what device was implanted.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.